Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the merlin@home transmission indicated the device was post-paced t-wave oversensing. Patient was asymptomatic. Programming change was recommended. No further information available.